Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not removed.

Event description:
It was reported to nevro that the patient developed a leakage of cerebrospinal fluid. A blood patch was administered to resolve the issue. There have been no reports of further complications regarding this event.